Manufacturer narrative:
The customer's test strips were not available for investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. Higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. To minimize these differences, in a monitoring situation, it is recommended that each site uses results from one type of thromboplastin method for the patient. Corresponding information is available in the package insert." Occupation - the occupation is patient/consumer.

Event description:
It was reported that a patient received discrepant results when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 4.67 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 7.9 inr. On (B)(6) 2022, a sample from the patient was tested in the laboratory using an unknown method, resulting in a value of 3.5 inr. Within 3 hours of laboratory testing, a sample from the patient was tested using the meter, resulting in a value of 4.8 inr. The patient's therapeutic range is 2.5 - 3.5 inr.